Event description:
It was reported that the right ventricular (rv) lead exhibited noise and short interval counts (sic). The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis was performed and no anomalies were found. Analysis of the device memory indicated the right ventricular lead integrity alert was triggered on (B)(6) 2015. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.